Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report. The sales representative stated that the remaining piece of the screw is not available for return.

Event description:
It was reported by the company representative that during a case at (B)(6) hospital in (B)(6), while fixing a mandible, the head of a 14mm 2.0 bone screw completely broke off. The rest of the screw was left in the patient. There was no surgical delay, medical intervention, or adverse consequences.

Manufacturer narrative:
The correct catalog number was recently discovered. All necessary fields have been completed. Because the broken off screw fragment was not returned and the thread remained in patient, the reported event cannot be confirmed and it was not possible to determine the exact root cause within this investigation. A review of the risk management file, revealed the following possible root causes: wrong pilot hole - screw interface due to wrong hole diameter/ tapped hole; incorrectly selected/ assembled implant/ instrument; insufficient/too high bone quality; wrong/ missing information; reuse of single-use devices; wrong/ missing functionality check; implant/instrument mix-up; improper implant placement (e.g. Arch bar, screw...); too much/ wrong forces between blade, screw and bone (e.g. Screw head deformation, screw breakage); power tool usage for screw insertion (not qdm); too much/ wrong compression/ torsional/ axial forces; wrong rotational speed, unintended loads; bone quality resulting in high torque; improper blade disengaging; collision with other implant or instrument. Predrilled hole not deep enough (e.g. Wrong choice of instrument/implant, system mixup, poorly assembled/used instrument). When evaluating the complaint history of all similar devices, the root cause with the highest probability could be attributed to a torsional overload. Based on the statistical evaluation, there is no indication for any systematic design, material or manufacturing.

Event description:
It was reported by the company representative that during a case at (B)(6) hospital in (B)(6), while fixing a mandible, the head of a 14mm 2.0 bone screw completely broke off. The rest of the screw was left in the patient. There was no surgical delay, medical intervention, or adverse consequences.